Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was flickering and there was noise in the image, and the water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deformation in the cable unit resulted in flickering image; water leak in the cable unit is caused due to scratch on the cable unit which has further led to generation of noise in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had issues with adjustment and broken screen. There were no reports of patient harm.